Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her daughter (the pt) alleging that the pt suffered a low blood glucose (bg) event after the pump delivered a bolus. The reporter indicated that the pt was at school when the low bg event occurred. According to the reporter, a school nurse treated the pt with juice since she was unable to respond to questions. Ten minutes after the juice was administered, the pt's bg was tested and a result of "3.6 mmol/l" was obtained. When the reporter came home, she reviewed the bolus history and noticed a 4.9 unit bolus that was programmed and delivered prior to the hypoglycemic event. The reporter denied that the bolus was programmed by the pt. Based on the info provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pt received medical treatment from a nurse after the pump allegedly delivered a bolus that the pt did not program.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.